Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced coupling and or communication issues. An implantable neurostimulation (ins) over-discharge was suspected. The patient had problems with the recharge coupling. The last successful recharging session was over (B)(6) ago, and the last time any stimulation was felt was over (B)(6) ago. Additional information received reported that an over-discharge was confirmed. The patient experienced pain. A physician mode reset was performed, but it did not reset the device. The patient was unable to recharge the battery and the doctor recommended a replacement.